Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic, non-dependent patient presented for routine follow-up. Several episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed. The patient was no longer in the office when the session record was sent in for review, so the situation will be discussed with the physician and the recommended programming changes may be made at a future follow-up. Patient is stable.